Event description:
It was reported that there was a gradual increase in shock impedance measurements. The rv lead exhibited high out of range shock impedance measurements, measuring at 165 ohms. Technical services (ts) stated that there was no noise documented on rv electrogram (egm) suggestive of lead impairment however, there were some noisy signals on rv shock egm, which could be myopotential. During the patient follow up visit, there was no noise noted. Technical services (ts) reviewed and recommended in office troubleshooting options. Additional information received indicated that defibrillation threshold (dft) testing was performed. This device remains in service. No additional patient adverse effects were reported.